Event description:
It was reported that the customer experienced a cgm error, specifically error 42, with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions for resetting the pump, and the customer successfully completed the reset and started a new sensor session without further issues.